Event description:
During a routine check of the unit prior to use on a patient, the customer reported that the unit failed to display an ECG waveform. The patient was switched to another unit and therapy was initiated. No patient injury was reported.